Manufacturer narrative:
The device was implanted for three months. Upon receipt, the clinical observation was confirmed, the ICD was not interrogatable. The returned home monitoring data of the device was inspected. The inspection revealed no indications of a device malfunction. Particularly the recorded iegm's demonstrated a normal device behavior with adequate tachycardia detection and therapy. Furthermore, it was noted that the device sent a warning via the home monitoring system on (B)(6) 2013 indicating the activation the safety backup mode. In a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. The available home monitoring data showed a normal device behavior until the device sent a warning on (B)(6) 2013 indicating the activation of the safety backup mode.

Event description:
Ous MDR - it was reported that after 3 months of implant duration the ICD could be not interrogated. No adverse patient side effects were reported.